Event description:
The customer reported that the doctor received a burn through the glove while buzzing the hemostat. Questions regarding the degree and treatment of the burn were asked, but no information was provided.

Manufacturer narrative:
(B)(4). The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.